Event description:
Implant date: on (B)(6) 2021. Flawed optic (e.g. Clarity and surface defect) ; cracked or broken optic (edge); problems: the patient describes postoperative silver light ring depending on the incidence of light. Patient is irritated and feels unsafe while driving. Pupil size is normal.; silver light ring on the edges of the iol. Severe dysphotopsia positive; product remained in eye after clinical assessment; finally after a few examinations explantation on (B)(6) 2021. Patient health not impacted; no permanent or negative impact on patient health expected.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available: corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H3 - device evaluated by manufacturer: indicated no / not returned to manufacturer. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned. From the 2 photos provided, both of them are not clear where the damage was and the exact shape or size of the damage. It was not possible to determine the exact position of the reported damage on the optic. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: 150). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2021 flawed optic (e.g. Clarity and surface defect) ; cracked or broken optic (edge); problems: the patient describes postoperative silver light ring depending on the incidence of light. Patient is irritated and feels unsafe while driving. Pupil size is normal.; silver light ring on the edges of the iol. Severe dysphotopsia positive; product remained in eye after clinical assessment; finally after a few examinations explantation (B)(6) 2021. Patient health not impacted; no permanent or negative impact on patient health expected.